Manufacturer narrative:
The device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the leadless implantable pulse generator (ipg) thresholds began to rise after it was implanted. The leadless implantable pulse generator (ipg) was removed and replaced. The patient is a participant in the product surveillance registry clinical study. No patient complications have been reported as a result of this event.